Manufacturer narrative:
(B)(4). The investigation was completed on (B)(4) 2013. The customer did not return product for investigation. Retain cartridges were tested and are functioning according to specification.

Event description:
Na.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2012, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant result of 0.11 on a patient diagnosed with hypotension and weakness. Date method time result (B)(6) 2012 I-stat 1330 0.11 (positive result)(B)(6) 2012 I-stat 1353 0.04 (negative result)(B)(6) 2012 vista (lab) 1409 0.04 (negative result)all three tests run with the same patient sample. The patient was admitted and later discharged. Based on the information available at the time, there were no injuries associated with this event.